Manufacturer narrative:
.

Event description:
It was reported the patient developed an infection following device implant. The incision in the front is infected. The incision in the back is not. The patient was to have follow-up labs drawn in 2009. The patient was referred to her physician for a follow-up. The patient requested information on recharging-discussed recharging when wound is not healed. Reviewed guideline to recharge after wound has healed